Manufacturer narrative:
Analysis found an abrasion on both the outer insulation and on one of the proximal cable's (etfe) insulation at 23.3 cm from the connector pin due to friction with the ICD can.

Event description:
It was reported that the patient was shocked while sleeping. No changes in pli or hvli were observed. Review of egms showed noise. Some noise could be recreated when the physician had the patient lie down. The lead was removed and replaced.